Event description:
Procedure type: robotic sigmoid resection. According to the reporter: surgical tech catherine blow failed to properly clean used stapler jaw, causing stapler to misfire, thereby damaging the patient's bowel. Surgeon had to re-do anastomosis. This item left for clinical engineering in 2 north soiled utility room on top of refrigerator. Current patient status: no harm to patient did the difficulty result in unintended colostomy, formal laparotomy, re-operation etc.: no, there was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. For reports concerning surgical stapling devices, was another manufacturer's reinforcement material used: no in this incident, were any other manufacturer's products used with the device that is the subject of this report: no. Additional information received via email. 1. Did the staples form properly? No, existing staples left on anvil from previous firing caused interference and did not let staples form properly. 2. Did the instrument fire completely? Yes. 3. Did the staples deploy? Yes. 4. Was the staple line incomplete? Malformed staples. 5. Did the staple line hold? 6. Did the device fully cycle? 7. Please describe the damage to the patient's bowel? Poor staple line on bowel. Surgeon re-did the anastomosis. A) were there any complications with the patient due to bowel damage? No. 8. Can you confirm if the device will be returned for evaluation? Yes.

Manufacturer narrative:
(B)(4).